Manufacturer narrative:
Investigation summary: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Customer reporting a false negative sars result. Customer states the initial result was negative but on retesting was positive. Patient was symptomatic and had a known sars positive exposure. Through interview with the customer it was found they were not following product insert specifications for adding sample to the well. Customer originally gave a part number for a not reportable product that was later clarified to this product and is now being reported.